Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14feb2019. The philips service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the touchscreen to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilators touchscreen failed and remains inaccurate across the top after a screen calibration. Reportedly, the issue has happened twice in 1 month. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 19may2019. A touch screen assembly was return for analysis. An investigation was performed and the root cause was due to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.